Event description:
It was reported that acculif implant would not expand, saline squirted into disc space.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. A design change is pending for the tl insertion handle gear teeth - including change to gear geometry in order to reduce occurrence of material wear. This change has not yet been implemented. Conclusion: the plausible root cause of gear teeth deformation is design related. The root cause of the pressure loss could not be determined because it could not be confirmed.

Event description:
It was reported that acculif implant would not expand, saline squirted into disc space.